Manufacturer narrative:
Investigation in process. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that upon removal of a loaded rack, the cart did not engage the locking pins thus causing the front wheels to roll to the back wheels causing the loaded cart to tip forward. The employee involved tried to catch the load, however, realized it was too heavy and could not get out of the way quick enough. The rack fell onto her right leg bruising the knee area. The employee went to the e.r. And x-rays on the knee showed that nothing was broken. The employee did not miss any work due to the reported event. The user facility could not confirm whether all of the instruments that fell were reprocessed before use in patient procedure. There were no procedural delays/cancellations associated with the reported event.

Manufacturer narrative:
A steris service technician inspected the transfer carriage and found that it was not locking properly to the unit. The technician repaired the transfer carriage and confirmed it was operational.